Manufacturer narrative:
Covidien verified that the n65 display was missing segments. Isolated problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced. (B)(4)0124.

Event description:
The customer reported that the n65 monitor missing display segments in the spo2 and hour portion of the display. The failure happened when the device was not being used on a patient.